Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that oversensing occurred. Two aborted ventricular fibrillation episodes occured on jan 20 and jan 21 with sensing integrity counters=36. The episodes were described as low frequency and "wavy" consistent with the grommet damage issue. The device remains in use. No patient complications have been reported as a result of this event.